Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to (B)(6) 2009. Between (B)(6) 2009 and (B)(6) 2010, the device failed the two auto self-tests due to a low battery. A fresh pad-pak was installed on (B)(6) 2010 and the device performed to specification until (B)(6) 2012. Between (B)(6) 2012 and (B)(6) 2013, the device failed multiple self-tests due to a low battery. A fresh pad-pak was installed on (B)(6) 2012 and the device performed to specification until (B)(6) 2013. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation did not confirm a fault with the device or any component in the device. The returned pad-pak from lot a1394 was found to have performed as expected for 22 months before giving a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.